Event description:
It was reported that when the facility attempted to use the product, it leaked liquid excessively, rendering it unusable. This is the second occurrence involving the same lot number. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.